Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Examination via chest x-ray of the rv lead revealed dislodgement and cardiac perforation, resulting in over-sensing of noise and loss of capture. During the revision procedure, the rv lead helix was difficult to retract and the rv lead was found to be damaged. The rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events were for cardiac perforation, over sensing, helix mechanism issue, failure to capture, and lead dislodgement. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the partially extended helix clogged with blood. After cleaning, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the connector region. The reported events for over sensing and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.